Manufacturer narrative:
Addendum to the initial report. Based on medical records reviewed, the patient underwent additional surgical intervention including explant of the bard flat mesh approximately seven years post implant. The patient also experienced adhesions and infection following implant. Adhesions is listed as a possible adverse reaction in the instructions-for-use. While adhesions is listed as a possible adverse event, there is no indication in the medical records that the bard flat mesh was involved in the reported adhesions. In regards to infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records: (B)(6) 2008 - the patient underwent an extensive two part procedure including abdominoplasty, primary umbilical hernia repair, bilateral breast augmentation mammoplasty, anterior/posterior colporrhaphy, supracervical hysterectomy, sacrocolpopexy with implant of a bard/davol flat mesh, a non bard/davol adhesion barrier seprafilm and a primary burch urethropexy. (B)(6) 2008 - (B)(6) 2014- "patient had seen numerous doctors including gynecologist, endocrinologist, gastroenterologist, homeopathic and psychiatrist for various symptoms. These symptoms included extreme fatigue, cyclic breast swelling and pain, moodiness, very low libido, vaginitis and urinary frequency with burning." Patient also had multiple visits with there primary care doctor, per the exam notes provided, the patient was diagnosed with yeast infections, vaginitis and a uti. (B)(6) 2015 - patient was diagnosed with chronic pelvic pain, pelvic mass x2, severe adhesive disease and pelvic inclusion cyst. The patient underwent an exploratory laparotomy with removal of the bard/davol flat mesh, lysis of adhesions, bilat salpingo-oophorectomy and repair of vaginotomy. Per the operative details, "the sacral promontory was opened; the sacrocolpopexy mesh (davol flat) was identified and removed from the sacrum. Severe adhesions were encountered to the rectum within the anterior and right lateral surfaces as well as the rectosigmoid junction. The mesh was partially grown into the serosa." In addition, it is noted that the "patient also had a serosal injury where the mesh (davol flat) had been implanted. This was repaired with silk sutures."

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Review of op-note shows patient was treated by dr. (B)(6) a plastic surgeon at (B)(6) for a breast repair procedure with implant of two breast implants (l/r). Also listed on the implant section of the report is a davol flat mesh. It appears that the patient may have had a two part procedure and not all of the information supplied. It is also possible that mesh was used in support of the breast procedure. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - it is alleged that the patient underwent an unspecified pelvic repair procedure with implant of a bard/davol flat mesh. It appears that this may have been a two part procedure as the patient was also implanted with a right and left breast implant. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.